Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 15/1.5 mm balloon ruptured at 4 atms on the first inflation. The patient was asymptomtic during this event. The lesion being treated was in an unspecified coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".